Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia and "feeling foggy". The patient's blood glucose levels reached 520 mg/dl while wearing the pod longer than 48 hours. The patient was treated with insulin and saline intravenously (IV), as well as a 5 unit insulin injection when the IV was removed. The patient was released after 7 hours. The pod continued to be worn in the emergency room but when it was eventually removed, the cannula appeared bent.